Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Inspection results found: w4e water sol,iso valve clogged no water flow due to a clogged water solenoid, debris buildup in the water filter. Debris buildup in the handpiece cable. Replaced damaged/worn components and recalibrated unit to factory specs.

Event description:
While using a g124 cavitron select sps they allege that water was intermittent and the handpiece starts to get warm.; no injury resulted.